Event description:
Additional information later reported perioperative antibiotics were administered. The onset/diagnosis of the infection was (B)(6) 2013 and reimplanted on (B)(6)-2014. The patient did not have meningitis. The patient experienced symptoms of worsening dystonia. The primary location of the infection was the device pocket, catheter track. A culture was obtained. The culture source was the device pocket and csf. The type of organism cultured was propionibacterium acnes. The patient received IV antibiotics. The patient was noted to have the risk factor of debilitated status before implantation of the device. The pump was used to deliver lioresal.

Event description:
It was reported that pump system was explanted on (B)(6) 2013, due to infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709, lot# j11154r43, implanted: (B)(6) 2003, product type: catheter. (B)(4).